Event description:
During ICD change due to normal eri, fluoroscopy revealed an externalized conductor. No electrical anomalies were present. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.